Event description:
Physician intended to use an advancece aspiration catheter. It was reported that the black plastic in the syringe got stuck and it was not able to aspirate. The device was removed and a new catheter was used. The advance aspiration catheter was removed from packaging as per IFU; on inspection appearance was normal. The device was prepped as per IFU. No clinical sequelae were reported. Please note that this device (advancece) is distributed outside the united states; however, it is similar to the united states distributed product (advance).

Manufacturer narrative:
Evaluation, result: (inconclusive, investigation in progress); conclusion: investigation in progress (investigation in progress). (B)(4).

Manufacturer narrative:
Results, conclusions: device not returned for evaluation.